Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Happens to swallow polident denture adhesive cream [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream 60 g. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional details: the female consumer was in her 80's. After swallowing the cream, she queried if it would be harmful.